Event description:
The physician implanted two devices in 2008. Seven months after the surgical procedure, the pt complained of bumps in the area of implantation which were itchy and inflamed. The devices were explanted at approximately eight months later.

Manufacturer narrative:
The physician attempted to drain fluid from the bumps using a needle, however, no fluid drained. The physician's diagnosis is granuloma formations around both devices. Both devices were explanted in 2008. The devices have not been returned for eval, therefore, no conclusion could be determined regarding root cause. The batch record for this lot has been reviewed which discovered no unusual manufacturing event. There is a low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.